Event description:
It was reported the tubing is separating immediately past the reservoir. As a result the pt is losing a lot of blood from the artery.

Manufacturer narrative:
Device has not been returned for evaluation.